Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's "infusions not being delivered at the correct rate" (medication, programmed amount and delivery rate unknown). The customer stated that the slide clamp was slightly closed during the infusion. Any patient involvement, injury or medical intervention is unknown.